Event description:
It was initially reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a lung biopsy. According to the complainant, after performing third core biopsy, the needle would not come back out of the sheath. The procedure was completed with another excelon transbronchial aspiration needle. There have been no complications or injury to the pt due to this event. The pt's condition is reported as fine. This event has been assigned a reportable status based on the results of the device investigation. The device needle tip was bent.

Manufacturer narrative:
(B) (4). Analysis of the device was inconsistent with the details of the event; the needle would not advance out of the sheath. Visual inspection of the returned device revealed the distal end of the sheath was separated from the device. The missing section of the sheath approx 10 - 15mm was not returned for eval. The end of the sheath was torn and jagged. Follow-up revealed the sheath tip of the needle/device had been cut off so the physician could salvage the tissue for pathology. The needle tip is visibly bent. A review of the shop floor paperwork for lot 12123190 was performed. No issues were identified which could be associated with this incident. (B) (4).